Event description:
An od reports two conventional myopic patients that experienced an overcorrection following refractive surgery. This report is being submitted for the second patient. The first patient is being submitted under manufacturer report #1061857-2007-00099. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.